Event description:
As reported by the field clinical specialist, during a tavr procedure via transfemoral approach, calcium in the artery split the esheath+. The delivery system went out the side of the sheath instead of coming out of the tip. The plan was to withdraw and put in another 14f esheath. An attempt was made to bring the delivery system and valve back into the esheath. However; the tip of the valve was getting stuck on the split portion of the esheath. The valve was moved forward instead. They were able to bring the esheath down a bit as if pulling it out of the artery and push the delivery system and valve up at the same time to bring it around the aorta. Another stiff wire was put up through the right groin, and the valve was brought around to deploy. The patient had a great outcome with no pvl.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
The device was not returned for evaluation. A review of imagery was performed, and the following was observed: delivery system exiting sheath through liner puncture. The complaint for sheath punctured was confirmed by provided device imagery. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device unpacking or preparation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. As reported, "calcium in the artery split the esheath+. The delivery system went out the side of the sheath instead of coming out of the tip". Calcification can damage the exposed portion of the sheath liner. Damage along the liner could lead to immediate cutting/tearing or could weaken the liner. A weakened liner can tear during advancement or retrieval of the delivery system. As such, available information suggests that patient factors (calcification) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.